Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2017 with the following findings: there was a line in the display screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was a line in the display screen. This report is made based on results of investigation completed on 07/05/2017.